Event description:
During a surgical procedure in an or, the patient's temp readings were drifting in excess of 2.5 degrees. It was found to be a failure of the temp probe. Upon our investigation, we found that it had happened at least four times prior to this documented event with different anesthesiologists.